Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the untied states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/09), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications. The function of the fixation mechanism was determined to conform to specifications utilizing a new easyturn stylet. The statement of the physician in this case indicates that the fixation function was likely normal during the implantation attempt, since the physician was able to extend the helix. It should be noted that the instructions for use recommend that the fixation function be verified by the physician prior to use. The positioning difficulties obtained by the physician may be attributed to the physiology of the patient and/or to the technique of the physician, since the lead got caught on the tricuspid valve during the implant attempt. The abnormality associated to the retraction of the helix utilizing two of the four returned stylets, is associated to damge or potential contamination of the stylet through usage or return sanitization. In one case damage to the blade and shaft of the stylet compromised appropriate fixation function, and in the other case, friction between components was identified. Regarding the handle disassembly of two of the four returned easyturn stylets; by the absence of the weld mark on the handle components, it was confirmed that these two devices were manufactured prior to corrective actions instituted to disallow disassembly of handle components during use. These two devices were most likely included within a stylet kit used by the physician, but this could not be verified, since no stylet kit lot number was provided. The results of the subject investigation are retained and utilized for trending purposes.

Event description:
During an implantation attempt, difficulties were obtained by the physician to operate the fixation mechanism of the device. During these difficulties, the physician indicates that the lead got caught on the tricuspid valve. After the lead was removed, the physician was able to retract the helix, but upon release of the butterfly device, the helix extended. Another lead was implanted instead.